Event description:
It was reported that the cartridge was bent at the canister, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge box was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.